Manufacturer narrative:
The insulin pump was monitored for 3 days with 2.0 basal rate and programed several bolus units. The basal and bolus matched properly with the daily total. No basal, bolus or history anomaly noted during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 44 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer stated that the drive support cap appeared normal. The customer stated that the daily totals programming were off. The insulin pump will be returned for analysis.